Event description:
User reported no image on minitor after x-ray shot.

Manufacturer narrative:
Gehc surgery field service engineer removed and replaced system interconnect cable assembly. Repaired pin in lemo relay receptacle system checked and tested ok. Test equipment: fluke.